Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter(s): (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The patient went to surgery and received bypass x 2. Approximately four hours after the surgery is when the alarm occurred. There was no patient harm or adverse event reported.